Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 3.00 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on several locations along the stent length with stent struts squashed and misaligned. The undamaged crimped stent outer diameter was measured and within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal edges of the tip. Tip damage most likely occurred when the tip was pushed against a restriction during advancing attempts. A visual and tactile examination of the found a hypotube break at 105 cm distal from the distal end of the strain relief. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer extrusion and mid-shaft section and a visual examination of the inner extrusion found multiple kinks along several locations of the extrusion shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 14-june-2019. It was reported that advancing difficulties were encountered and shaft kink occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. Following predilation, a 3.00 x 32mm synergy ii drug eluting stent was advanced for treatment; however, advancing difficulties were encountered and the shaft was severely bent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed hypotube break and stent damage.